Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator could not be interrogated out of the box. Multiple programmer wands were use without success. The device was kept in its sterile packaging and is expected to be returned. There was no reported patient involvement.

Manufacturer narrative:
This boxed device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device header and case revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. Communication with the device was now established and the device log files were reviewed. This review found that memory corruption in the counter data, invalid time stamps, and erroneous years had been recorded. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. Although there were wake-up periods during this testing that were observed to be within the operational threshold (at least 1.8 milliseconds), most of the wake-up periods measured above room temperature were less than the operational threshold. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator could not be interrogated out of the box. Multiple programmer wands were used without success. The device was kept in its sterile packaging. There was no reported patient involvement. The device was received for analysis.